Event description:
It was reported that wire separation occurred. The target lesion was located in the left anterior descending artery (lad). A rotawire was selected for use together with a 1.25mm rotalink plus. After ablation was performed from the mid lad to the distal lad, a wire separation was noted. It was reported that the separated wire was not completely removed from the patient. The procedure was completed with a different device. No patient complications were reported. The patient condition was good post procedure.